Event description:
During an ercp procedure, a cook endoscopy zilver expandable metal biliary stent system was placed in the biliary duct to bridge a stricture. Difficulty was encountered when attempting to remove the introduction system from the stent after it was deployed. The proximal end of the introduction system was cut and the endoscope was removed from the pt, leaving the introduction system in place. An attempt to advance a wire guide through the introduction system was unsuccessful. The physician attempted to reinsert the endoscope over the introduction system, but this was unsuccessful. The physician pushed and pulled the introduction system repeatedly, which resulted in introducer breakage near the papilla. A portion of the introducer remained in the pt. Attempts to retrieve the remaining portion were unsuccessful. The physician concluded that the remaining portion of the introducer would not affect the pt adversely and finished the procedure. Additional attempts to retrieve the remaining portion of the introduction system were unsuccessful. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: we were unable to conduct a full evaluation because the distal end of the introduction system was unavailable for evaluation. Our evaluation of the returned device section confirmed the report of a break in the introduction system . Only the inner catheter was included in the return. The inner catheter of the introduction system has broken near the distal end. The condition of the returned portion of the introduction system suggests added pressure had been applied to the introducer. A discrepancy or anomaly that could have contributed to the reported removal difficulty was not observed during our evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there has been only one other reported occurrence of introduction system breakage. Therefore, the report of introduction system breakage represents an unusual occurrence. Based on this review, the likelihood of removal difficulty and/or introduction system breakage is rare. Conclusions: we were unable to conduct a full investigation because the distal end of the introduction system was unavailable for evaluation. A definitive cause for the reported observation was unable to be determined. Due to a variety of clinical conditions such as pt anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for this reported observation. The information provided indicated the introduction system was pushed and pulled repeatedly when resistance was encountered. The condition of the returned portion of the introduction system exhibits evidence of an application of excessive pressure. Difficulty in introduction system removal can occur if the stricture prevented full opening of the stent. If added pressure is applied when removal difficulty is experienced, this can lead to introducer breakage, as observed. Additional information indicated that a sphincterotomy was not performed prior to stent placement. Also, a dilation of the strictured area was not performed. The instructions for use for this product line instruct the user to perform a sphincterotomy prior to stent placement to gain adequate access to the biliary duct. The user is also advised that a biliary dilation of the strictured area may be performed to ensure smooth stent deployment in narrowed strictures. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because a discrepancy or anomaly that could have contributed to the reported event was not observed during our evolution of the returned product. Introduction system breakage represents and unusual occurrence. The likelihood of this removal difficulty and/or introduction system breakage is rare. Customer quality assurance will continue to monitor for complaint trends.